Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Detail trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was 8.1 mmol/l. Troubleshooting for power error detected alarm was performed. Customer advised the power error detected alarm recurred and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.